Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through fibroadenoma tissue, the device allegedly had suction issue. A coaxial was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. During visual evaluation, sample was appeared to have blood residue and the aperture was fully closed. The saline cap was returned. The proximal retaining cap was glued to the probe. Upon functional testing in-house driver was used to calibrate the returned probe successfully. The maximum vacuum test and the vacuum differential test were performed. The maximum vacuum test and the vacuum differential test results does meet the minimum specification limit. Then, the probes were inserted into a piece of beef and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut, and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. Therefore, the investigation is unconfirmed for the reported suction problem, as device pass the maximum vacuum test and vacuum differential test. A definitive root cause for the alleged suction problem could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through fibroadenoma tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.